Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully in the septum due to unknown product performance anomaly. This rv lead was replaced with the same model and will not be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully in the septum due to unknown product performance anomaly. This rv lead was replaced with the same model and will not be returned for analysis. No adverse patient effects were reported. Additional information received which indicates that this rv lead was not implanted successfully in the septum due to helix got distorted.